Event description:
The customer reported being hospitalized due to high blood glucose. The blood glucose reading at time of call was 73mg/dl. The customer mentioned having air bubbles in the reservoir. Advised the caller to change the infusion set, and the air bubbles did not persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.